Manufacturer narrative:
(B)(4).

Event description:
(Os 17.707). The dentist reported the non osseointegration of one dental implant ti titamax ex implant (1.4) 4.0x15 mm, but did not provide any other info about the case.